Event description:
Boston scientific received information that this atrial lead was displaying high threshold measurements with intermittent loss of capture. A perforation was suspected. The lead was explanted and replaced.

Manufacturer narrative:
The lead will not be returned as it was discarded at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.